Event description:
Additional information received from the manufacturer representative reported that the issue had not been resolved as the lead revision was re-scheduled for (B)(6) 2016.

Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the patient was not receiving left side stimulation or pain control. The hcp was going to perform a lead revision on (B)(6) 2016 to better cover the left. It was unknown if there were any external or environmental factors that contributed to the issue. It was unknown if any diagnostics or troubleshooting was done. The issue was not resolved at the time of the report. The indications for use were spinal pain and failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that it was unknown if any additional troubleshooting or diagnostics were performed. It was noted that the issue was resolved as of (B)(6) 2016 and the cause of the lack of stimulation was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.